Event description:
Allegedly, a nurse developed a latex allergy over a period of time while wearing unidentified gloves. Ssl americas, inc was notified of the alleged incident through a process of litigation involving several companies. It is unclear that device was used or caused any injury to the pt.